Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary chemotherapy infusion backflowed into the primary bag despite the primary bag hanging lower than the secondary bag. It was immediately discovered by the nurse because the solution was red and easily visible. There was no report of harm to pt or medical intervention. No further pt or event information was provided.